Manufacturer narrative:
The customer reported problem was confirmed.

Event description:
The customer wanted to know how can he fix this error code 800.8000 on the device. It was reported there was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record for sn (B)(4) was performed from 28aug2018 to 13nov2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The customer wanted to know how can he fix this error code 800.8000 on the device. It was reported there was no patient involvement.